Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) occurence of 58 mg/l with a demo pump. The customer ate a banana and a snack to treat the low bg level. The customer reported was unsure of the cause of the low bg level. Reportedly, the customer stated was at 99 mg/dl at lunch and delivered a bolus to cover for the food eaten prior but was unsure if carbs were counted correctly.